Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased sensing and loss of capture (loc) at maximum output as a result of dislodgement. The patient was noted to not be pacemaker dependent and had an intrinsic rhythm. A revision procedure was performed and the lead repositioned successfully. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.